Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fiber was found in an exactamix 1000ml eva tpn bag. This was found after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a loose floating white particle in the fluid pathway of the bag. The particle sample was analyzed using attenuated total reflectance fourier transform infrared spectroscopy (atr-ftir) and it was determined the particle was consistent with ethylene/vinyl acetate (eva). The cause of the particulate could not be determined. Should additional relevant information become available, a supplemental report will be submitted.